Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. Reportedly, the keypad cover was torn/punctured and the down arrow keypad button subsequently became under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 5/30/2017. Device evaluation: the device has been returned and evaluated by product analysis on 05/15/2017 with the following findings:.keypad in damaged/torn around up arrow button and contrast button. Contrast and down arrow buttons inverted.